Manufacturer narrative:
The medical team in singapore returned the impella pump product for analysis. The investigation is on-going at this time. Upon completion a final report will be filed.

Event description:
The medical team in singapore placed an impella cp to support a patient in cardiogenic shock. The team peeled away the introducer sheath and advanced the impella's own repositioning sheath. At this time the pump kinked and was snared out of the patient's native anatomy. A new second impella pump was successfully placed and pump support proceeded.

Manufacturer narrative:
Since the original report was filed, the investigation into the pump kinking and removal by snare has concluded. The pump was returned and kink was confirmed. The kink was due to improper positioning, and this necessitated the snared removal. The root cause is techique/user related. The failure mode will be monitored and trended.